Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04581. It was reported, the pt was not receiving stimulation on the right side where the occipital lead was placed (off-label use). The sjm rep met with the pt for reprogramming and determined the lead had high impedance on half of the contacts. F/u identified the physician replaced the lead. Both possible lot numbers for the lead have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.